Manufacturer narrative:
Additional information: d10, g4, h2, h3, h6, h8. One viewflex xtra ice catheter was received for evaluation. The catheter deflected in all directions and met specifications for curve shape when actuating the steering mechanisms. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue could not be determined. The cause of the bent and cracked catheter shaft is consistent with damage during use. The cause of the display issue could not be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a pulmonary vein isolation procedure the tip of the catheter was noted to be fractured and cracked upon removal from the patient. During the procedure the catheter did not manipulate as expected and the image quality did not display as expected. The catheter was removed from the patient and the tip was noted to be fractured and cracked.